Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav and no irrigation was possible. The pentaray nav was left waiting on the table 30 minutes in continuous irrigation with a pressurized bag. At the resumption of the examination, no irrigation possible, even manually with a syringe. No visible clot. There was a surgery delay of 10 minutes and the catheter was replaced. The procedure was successfully completed. There was no patient consequence. The customer's reported occlusion issue is not considered to be MDR reportable since occlusion or no irrigation is highly detectable by the physician and potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 3-feb-2025, additional information was received indicating the device was checked before use in patient everything was ok. We did a first map, then withdraw the device to insert ablation catheter. When we wanted to use it again, we checked and there was no irrigation. So we didn¿t insert again in the patient. Based on the additional information received the event was assessed as MDR reportable since it was confirmed the device was used in the patient.

Manufacturer narrative:
On 6-mar-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav and no irrigation was possible. The pentaray nav was left waiting on the table 30 minutes in continuous irrigation with a pressurized bag. At the resumption of the examination, no irrigation possible, even manually with a syringe. No visible clot. There was a surgery delay of 10 minutes and the catheter was replaced. The procedure was successfully completed. There was no patient consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and irrigation test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. An irrigation test was performed, and irrigation could not be performed, therefore, dissection was performed in the tip area and the irrigation tube was found folded. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The potential cause of the irrigation tube bent could not be conclusively determined. The instructions for use instruct to: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).